Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the extract, transform, and load process was failed. A technical support specialist cleared the database space and restarted the bd services and applied knowledge article (B)(4). "Medstation es ¿ esr 1.19.4 tempdb bloat due to large dsserverreports database" to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server station drawer had an extract, transform, and load processed delay and no devices were on server. The customer reported that the malfunction occurred when user tried to issue medication to patient. There were no adverse events or injuries reported based on this event.